Event description:
Novasure lot 3 11205 rc would not fire when the physician went to use it. This is the fourth instance of same device. Type not working in the last 6 months. Wanted to report. Does not cause injury to pt but causes longer or and anesthesia time related to having to open a second device and attempt again.